Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the screen was black. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue found. A field service engineer replaced the power module to prevent future occurrences of the black screen issue. The system functioned as intended after the field service engineer repaired the device.